Event description:
As the resident was being raised in the air to be put into the whirlpool, 1 or 2 base corners broke off (due to corrosion of the metal). The lift was approx 3/4 of the way to the top and fellover, the cna directed the lift so that it rested on the chair. Resident's left wrist was struck on the back side as the resident landed. No cuts or bruises just soreness. No medical treatment received. One person involved.